Event description:
"Migration and type iii endoleak: during stent-graft implementation after tar and et, a relay pro (28-n4-32-209-32u) was implanted on the proximal side and the relay pro (28-n4-42-204-42u) concerned was then implanted on the distal side. After the implantation on the distal side, a tri-lobe balloon catheter (gore) was used to perform post dilatation. At that time, the stent-graft implanted on the distal side (28-n4-42-204-42u) was pushed by the balloon, and only the lesser curvature portion slid down, which caused a type iii endoleak. Therefore, another relay pro (28-n4-42-204-42u) of the same diameter and length was additionally implanted. To firmly cover the proximal portion of the first 42-mm diameter stent-graft, which had slipped down due to the balloon, the additional stent-graft was implanted from approximately 5 cm proximal from that portion. Digital subtraction angiography was performed again and confirmed no endoleak. The procedure was successfully completed. Operation type: stent-graft implantation blood loss: unknown ancillary device used: tri-lobe balloon catheter (gore) no image available pre-case plan is available (see the attached pdf) additional information will be able to be obtained (tc#(B)(4))" patient outcome - "no health damage to the patient."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Migration and type iii endoleak: during stent-graft implementation after tar and et, a relay pro (28-n4-32-209-32u) was implanted on the proximal side and the relay pro (28-n4-42-204-42u) concerned was then implanted on the distal side. After the implantation on the distal side, a tri-lobe balloon catheter (gore) was used to perform post dilatation. At that time, the stent-graft implanted on the distal side (28-n4-42-204-42u) was pushed by the balloon, and only the lesser curvature portion slid down, which caused a type iii endoleak. Therefore, another relay pro (28-n4-42-204-42u) of the same diameter and length was additionally implanted. To firmly cover the proximal portion of the first 42-mm diameter stent-graft, which had slipped down due to the balloon, the additional stent-graft was implanted from approximately 5 cm proximal from that portion. Digital subtraction angiography was performed again and confirmed no endoleak. The procedure was successfully completed. Operation type: stent-graft implantation. Blood loss: unknown. Ancillary device used: tri-lobe balloon catheter (gore). No image available. Pre-case plan is available. Additional information will be able to be obtained. (Tc#(B)(4))". Patient outcome - "no health damage to the patient."